Event description:
It was reported that the main power cord that plugs into the 9800 system c-arm shorts out. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the lemo connector and workstation cable holder. The system was tested and found to be working as intended and placed back into service.